Event description:
It was reported that a power on reset condition occurred. The company representative noted the occurrence during an initial interrogation prior to implant, while the device was still in the box. It was indicated they would proceed with implant. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).